Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 298 mg/dl. The caller was the patient's mother. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.